Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed due to an unspecified reason. A new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced malfunction with the inflatable penile prosthesis (ipp). The entire ipp was removed and replaced with a new one. No patients complications were reported.